Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The field service engineer noted that the heartstart xl had a mechanical damage to the internal elements of the paddles. There was no reported patient involvement.